Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient reported several health problems. Patient stated she used uses the ins because her bladder doesn't work as well. Patient reported that she had been having leakage. Patient noted she was not really happy with what was happening with the ins. Later on in the call, the patient explained further that she was going a lot and getting up during the night. Patient was asked a date for when this issue first started. Patient answered a year or more and then a couple of years. Patient stated that she was not informed or well-educated on the ins system, and was given no explanation on how to adjust the system. Patient stated that she has had the ins for 2-3 years. Patient inquired about her implant date. Requested information was reviewed with the patient. Patient noted that it's only been 3 years since she had the ins implanted. Patient stated that her doctor told the patient to adjust the ins settings. Patient then stated that she didn't adjust it much during the first 3 years. Patient then stated that she did make adjustments recently. Patient stated she had it on 5.0 previously on the ins. Patient stated that she didn't realize she could make adjustments herself, and noted that she read the book once. Patient mentioned that she was given a reps contact information, but stated that this rep no longer works for the manufacturer. Patient noted she tried calling this rep, but got the rep's vm and said her mailbox was full. Patient noted this rep told her to call whenever she had questions on the ins. Patient had access to patient programmer (pp). Patient was asked the to get her pp out. Patient noted that she didn't realize she could make adjustments herself and said that she read the book once. Patient then stated that when she changed it a couple of levels, she thinks she used up the level. Therapy expectations and longevity were reviewed with the patient. Synced with the patient programmer and it showed stim was on. Patient reported that she was currently on program 1 at 1.5v. Patient noted she was previously on program 3. The patient had the ability to change programs and/or adjust stimulation. Patient reported that she was feeling stimulation a little bit. Pss reviewed expectations with stimulation. Patient reported that she felt stimulation going down her leg, and reported it was a tingle in her foot. Patient reported that once in awhile she gets a skip in her heart as well. A date was asked for when she first noticed this issue. Patient answered whenever patient adds to or decrease. Patient reported that sometimes when stim is higher than it should be, the stim goes down patient leg and the patient decreased it. Patient reported that the skip in heart beat was sporadic, had been for year and patient thought she had it before she had the stimulator. Patient was not sure if it was connected, it was just something that happened sometimes. Patient decreased stimulation down to 1.1v and stated that she thinks it was ok. Patient reported she had swollen legs. Patient confirmed this started two years to a year and a half ago. Patient reported that she was getting skin infections and skin irritations. Patient stated this occurred around the time she stopped swimming two to three years ago. Patient stated that's when she was getting irritations and she didn't realize she was getting a skin infection. Patient reported she had gained weight in the last year and a half to two years ago. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Weight was reported as a range = (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the overstimulation/stimulation down their leg was that the ¿pressure set¿ by the doctor was too strong. It was noted that as a step taken to resolve the issue, ¿the owner came and turned¿ it back down. The patient also reported that the cause of the skin infection was unknown. The infection was noted as resolved. There were no further complications reported or anticipated.